Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1: telephone number: (B)(6). Review of the most recent repair record determined that the unit was out of calibration, and new side plates would be needed in order to re-calibrate the unit. The unit was returned unrepaired due to the base of the device being old and the new side plates not fitting into the base. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported the unit was not cutting properly. No additional information is available. No adverse events were reported as a result of this malfunction.